Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient removed (B)(4) as it no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) and a manufacturer representative (rep). It was reported that the patient wasn't sure what led to the leakage; they just noticed more leaking. They stated that the fall didn't affect the device. To resolve the leakage, they changed the program and the programmer. The replacement programmer fixed everything.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported they started having leakage sometime in 2017. Patient fell a couple weeks prior to the report and it ¿jarred me pretty good, I fell like on my knee facedown.¿ patient did not think the implant had moved. Consumer was told to switch programs because of the leakage. Patient reported they were able to increase stimulation but the day of the report they could not connect with their implant. Poor communication and a loss of therapy was reported. No further complications anticipated.